Event description:
The user facility reported via medwatch (B)(4) that one of the two light heads to their vled surgical light separated from the knuckle and hit the floor subsequently causing pieces of the light head to contact an employee's forehead. The employee was sent to the ER. No further treatment was administered, and no procedure delays were reported.

Manufacturer narrative:
A steris service technician inspected the surgical light and found that the retention c-clip that retains the spring arm in the horizontal arm had separated into two pieces. The steris technician made repairs to the surgical light, tested the unit and confirmed it to be operating to specification. The surgical light was returned to service. The technician further inspected all 10 vled surgical lights at the user facility to confirm the retention hardware was performing to specification. No issues were noted with the vled surgical lights. The surgical light is not under a steris service contract and is serviced and maintained by the user facility. Steris discussed the importance of proper preventive maintenance, and the service contract options that steris provides. The operator manual states (6-1), "a detailed preventive maintenance schedule and replacement parts list can be found in the maintenance manual. The maintenance manual can be purchased by contacting steris customer service." The pmcl step 4.2 states, "remove cover at top of the end of the horizontal arm. Verify snap ring is secure once a year". No additional issues have been reported.